Event description:
It was reported that bd facsverse¿ is leaking waste that is not contained within the instrument. The following information was provided by the initial reporter: "1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Unknown. 5) did biohazard leak before or after waste line? After waste line. 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? No. Sit flush does not aspirate the fluid. Samples and qc run fine but the sit flush drips from the sit.".

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsverse 2l 6c system with acc kit, part # 651154, and serial # (B)(6) . Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 27oct2020 to date 27oct2021. Complaint trend: there are 11 complaints related to a leakage not contained within the instrument. Date range from 27oct2020 to date 27oct2021. Manufacturing device history record (DHR) review: DHR part #651154, serial # (B)(6) , file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn fitting. The customer had initially reported that samples and qc would run fine through the instrument, but the sit would not aspirate all the fluid and thus leak out of the instrument. An fse (field service engineer) was sent onsite to observe the issue, and they found that the waste fitting on the top of the sample probe was broken. The fse replaced the fitting (pn 34350807), and tested the instrument to verify that it was functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. While the leakage of a biohazardous fluid can pose a risk of contamination upon skin contact, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. The leakage was not in the form of a spray and thus did not increase the risk of exposure. This instrument was an ruo (research use only) instrument at the time of the incident and thus was not being used for the treatment of a patient. Proper daily and monthly cleaning and maintenance can help mitigate failures within the system, and can be found in the bd facsverse¿ system user¿s guide, #23-11463-00, rev. 01/vers. A. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2016. Defective part number: n/a. Work order notes: subject / reported: sit flush does not aspirate fluid. Problem description: sit flush does not aspirate fluid. Work performed: arrived on site and tested system. Found that the waste fitting on top of the sample probe was broken. Replaced fitting, part number 34350807, from non inventory parts. Tested system, completed cst performance and abort count. Cause: broken fitting. Solution: the instrument is testing without errors and has been returned to the customer for normal use. The instrument is currently operational. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Hazard ID: 2.1.8b hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: harm to operator. (Exposure to stained sample). Risk control(s): sit flush design to capture back drips. Lib-fld-292, lib-fld-312, lib-fld-313. Provide instruction and universal precautions. Implementation verification: sit back flow control protocol lsv-1008-dp, sample carryover: sv-1013-dp, slg: biological safety section. Effectiveness verification: sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fitting. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fitting. The fse confirmed the issue was due to a broken fitting on top of the sample probe and replaced the part. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed since this is an ruo instrument. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facsverse¿ is leaking waste that is not contained within the instrument. The following information was provided by the initial reporter: " was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Sit flush does not aspirate the fluid. Samples and qc run fine but the sit flush drips from the sit."